Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed sudden onset of right hemiplegia and global aphasia. Computed tomography (CT) showed left internal carotid artery (ica) occlusion and cerebral edema. The event was reportedly possibly related to the implant procedure. The patient was treated with changes to medication.

Event description:
It was reported that there were several brain hemorrhage events. Although the patient continued to have motor issues on the right hand side, the event was deemed to be resolved and no post follow up was to be done.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.